Manufacturer narrative:
Concomitant medical products: 407452, implanted (B)(6) 2017.

Event description:
It was reported that the patient experienced diaphragmatic and nerve stimulation. The right ventricular (rv) lead exhibited high thresholds, no capture, undersensing, and no sensing of r-waves. Additionally, the right atrial (ra) lead exhibited intermittent high thresholds. Both leads were found to have dislodged. Both leads were initially reprogrammed and subsequently explanted and replaced. No further patient complications have been reported as a result of this event.